Event description:
It was reported that drain bag separates from the catheter while being used. It had happened on many occasions due to force of urine and it was noted in trauma ICU, 3acu, and 6t also it was reported that if let go of tubing, foley catheter came out of patient and it did not stay in place, needed to hold it in place with one hand. Nurse also stated that the green spigot hard to turn which makes emptying the drain bag to difficult also the white clamp unclamped and leaked once out of the patient, it was hard to get a sample from drain bag. It was reported that foley catheter has slower flow when obtaining urine.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be user related (example: salt accumulation)/block drainage lumen/no drainage eye). The lot number was unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family was unknown, the foley catheter ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.

Event description:
It was reported that drain bag separates from the catheter while being used. It had happened on many occasions due to force of urine and it was noted in trauma ICU, 3acu, and 6t also it was reported that if let go of tubing, foley catheter came out of patient and it did not stay in place, needed to hold it in place with one hand. Nurse also stated that the green spigot hard to turn which makes emptying the drain bag to difficult also the white clamp unclamped and leaked once out of the patient, it was hard to get a sample from drain bag. It was reported that foley catheter has slower flow when obtaining urine.